Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that, during a meniscus repair surgery, the fast-fix assembly had the anchors already deployed when the package was opened. It is unknown how the procedure was performed since a back-up device was not available. Surgery was not delayed. The patient was not injured. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: the 72202469 fast-fix 360 reversed curve needle was not returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. The information provided states that ¿during a meniscus repair surgery, the fast-fix assembly had the anchors already deployed when the package was opened¿. The instruction for use under warnings states, ¿prior to use, inspect the product package for structural integrity. If the seal of the outer sterile barrier is broken, or if the sterile barriers are otherwise damaged, the product should be considered non-sterile and not be used¿. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found.